Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is dependent on the device lot/serial number, therefore is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the device was plugged in, no signal was emitted. The reported issue occurred during a catheter placement procedure. The stylet when connected but did not work. The site used another one in its placed. There was no delay to the procedure. No impact on patient outcome. Additional information was received stating that the reported issue was a tracking issue.